Event description:
It was reported that a pt underwent a gynecological procedure in 2008. During the procedure, the disposable hand piece would not activate properly and caused the lights to flicker on the display of the unit. The case was completed by manually holding the drive cable of disposable into motor drive unit which allowed blade to rotate properly. No adverse pt consequences occurred.

Manufacturer narrative:
Date sent to the FDA: 5/9/08. Damage to drive connector/coupling - conclusion: the actual device involved in this event was returned for eval. The reported symptom could not be duplicated. Using a disposable hand piece, it was confirmed that the disposable device rotates properly and no lights flickered during investigation. The power supply output was checked and rpms test was performed successfully.